Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using fiasp brand insulin, which is off label insulin.